Manufacturer narrative:
Batch review performed on 23 aug 2024: lot 2325474: 34 items manufactured and released on 20-dec-2023. Expiration date: 2028-11-20. No anomalies found related to the problem. To date, 04 items of the same lot have been sold without any similar reported event during the period of review. Preliminary investigation performed by r&d project manager: parts need to be inspected for a correct analysis to identify a root cause for this complaint.

Event description:
The anti-backout screw chipped off in the implant and the surgeon was not able to insert it. He left the broken threaded portion of the screw in the implant and then used a non-medacta anterior plate as a means to prevent screw back out. The surgeon confirmed that the screw sheared off as he was attempting to tighten it using the standard torque driver. He did not use a mallet or any other instrument. There was a 5-minute delay and the surgery was completed successfully.

Manufacturer narrative:
On 04-nov-2024 we were informed that the implant is not available for analysis. Correction d9 section. Root cause: due to the lack of information it is not possible to establish a definitive root cause, while the device history record review does not indicate any potentially related manufacturing issue. Section d1 brand name was updated as per gudid. Reference put in the correct field d4 (model number).